Event description:
Balloon was blown up and did not hold pressure. Md came to operating room supervisor with a concern about the product made by phycon, an 8.5 univent tube that he used in a lung operation. The tube has a small balloon that is positioned via bronchoscope to occlude a lobe of the lung so it is not inflating and deflating while the surgeon works on it. The capacity of this small balloon is 6cc, and it popped at 3cc, and the tube had to be replaced while the patient was positioned on his side.